Event description:
It was reported to kendall healthcare on 11/10/00, that it was allegedly impossible to create negative pressure in the sentinel seal ats chest drainage unit. Further investigation in gosport, england found it to be questionably related to a memory kink in the connection between the unit and the pt, subsequently causing a tension pneumothorax.